Event description:
It was reported to philips that the monitor of the azurion device was missing picture. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that lcd monitor¿s picture is missing. Upon functional test the fse confirmed that power board built-in inside the monitor is unstable. The fse replaced the monitor, after replacement the monitor the system was returned to use in good working order. The codes were updated based on the investigation outcome.